Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly, the wake button also responded intermittently when the customer exerted more force. There was no adverse impact to the customer¿s blood glucose level as the customer had not yet started using the pump for insulin therapy. Customer reverted to an alternate method of insulin therapy.